Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the cause of the inability to aspirate the catheter during the replacement procedure was not determined. Unknown what actions/interventions were taken to resolve the issue. The device was still implanted and working to their knowledge.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6), implanted: (B)(6) 2012, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 03-jun-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (25 mg/ml at 3.496 mg/day) and bupivacaine (30 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was spinal pain. It was reported that during the pump replacement procedure, the surgeon could not aspirate the catheter, so a back table prime was done, and they transferred 9 ml of the drug from the old pump to the new pump. The patient came in today to have the pump refilled and they were expecting 6.6 ml and got back about 0.5 ml. The caller stated that they thought the patient had been going through withdrawals for about 3 days. Per the caller, the pump was refilled today, and they switched the patient from flex dosing to giving them a ptm (personal therapy manager) with a dose of 1.6 mg/day and boluses of 0.2 mg each, up to 6x/day. Going forward, the doctor planned to monitor the volumes at refills and monitor the patient¿s response to the therapy.